Event description:
Cormet revision after 5 yrs.

Manufacturer narrative:
CAPA (B)(4). Device details, pt notes, x-rays and explant requested. (B)(4). This is ous and coupled with a large diameter modular head with femoral stem (i.e. Not resurfacing) which is not approved for use for tha in the us. Issue reported due to cormet cup only.